Event description:
A surgeon reports a patient developed endophthalmitis one week following cataract surgery. A pars plance vitrectomy (ppv) was performed and the patient was treated with intravitreal antibiotics. Culture results were negative. The surgeon indicated the patient has a good prognosis with treatment. Additional information including the patients outcome is being requested.

Manufacturer narrative:
The complainant device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.